Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of implantable pulse generator (ipg) due to inadequate stimulation and the requirement for full body magnetic resonance imaging (MRI) compatibility. Postoperatively, the patient reported adequate stimulation of pain areas.

Manufacturer narrative:
B3: estimated based on gfe response where sales rep states that earliest aware date was march 19, 2026. D2b: additional pro code selection that applies to the indication of this device qrb.